Event description:
It was reported that during a ptca procedure the guiding catheter became filed with thrombus. No pt injuries or complications occurred.

Manufacturer narrative:
Product analysis could not confirm the reported thrombus difficulty with the returned guiding catheter. No material or manufacturing deficiencies were noted.